Event description:
The pt had a post-op neck incision infection. The infection was only topical, was treated, and has resolved. The pt treated the incision infection themselves. It was further reported that the pt has been experiening left arm pain since implant. The pt is now having severe shoulder pain. The pt had a CT scan and it was normal. Neurontin was prescribed. The surgeon believes that the lead electrodes may be too low on the vagus nerve and he is considering revision surgery to move the electrodes. Diagnostic testing was done and resulted in a dcdc code of 1, lead impedance indicating proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization devices.

Event description:
Further follow-up revealed that the pt continues to experience shoulder pain and twitching. The pt is also experiencing weakness and discomfort. Treating neurologist indicated that the device has been programmed to off.

Event description:
Further follow-up revealed that the pt again experienced shoulder pain and twitching. The pt indicated that soon after the device was programmed back to on following replacement surgery, they experience shoulder pain, but that they could handle the pain because the vns therapy was helping their seizures. As time passed the pt's shoulder pain and twitching became worse and the pt reported that they experienced two dislocations of their shoulder. The device was then programmed to off to allow the pt's shoulder time to heal. After regaining full muscle strength in their shoulder, the pt's device was programmed back to on and the pt immediately lost 10-15 degrees in motion in their arm. The pt does not want the device programmed off again due to seizure control and is currently weighing their options. The reported event is likely caused by device stimulation.